Event description:
It was reported by service report that the footboard bed exit and scale would not work due to a broken connector. The customer could not determine whether there was pt involvement and/or adverse consequences.